Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the connector pins measuring 11.3cm was returned for analysis. External insulation abrasion was found at 6.4-6.9cm from the pin, consistent with lead friction to the ICD. The sensing coil was exposed at this location. This is consistent with the observation from the field of noise when the lead was in contact with the ICD can.

Event description:
It was reported that noise was observed on rv lead. The ICD charged but no shock was delivered. The lead was replaced. Only the distal part will be returned.